Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm. The device had missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed during the rewind/prime process. Advised the caller that the device would be replaced. No further information was provided.